Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons were not responding. The customer blood glucose level was unknown. The customer also reported that the time advances. The customer reported that they received an alarm so they removed the battery and when they inserted the battery it still had the same shade circle and was not able to clear it. The customer was advice to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked j2/lcd keypad connector. No button error alarm during testing. Passed self test. No unexpected e/a alarm anomalies noted.